Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurring incontinence. Upon explant, fluid loss was noticed from the cuff and reservoir. Leak testing did not identify the source of the fluid loss. The device was explanted and replaced. No further patient complications were reported.